Event description:
It was reported that the pump's external frame was cracked and appeared to be shedding additional pieces, prompting a safety-based replacement and instructions to shut down the device. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health status and no need for medical intervention or hospitalization. Investigation included review of customer communication and delivery confirmation, with return of the original device requested for assessment. Investigation of this case revealed visible physical damage to the pump housing consistent with external force, while no performance alarms or malfunctions were reported. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from external factors rather than a product manufacturing or design issue.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.